Event description:
Alcon constellation machine-during surgery at switch over from fluid to air, there was an air lock and the eye was not getting fluid or air and the globe collapsed causing the retina to detach, which was just repaired. Also see (B)(4).